Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported no insulin was observed to be dripping out of the cartridge tubing during the load fill tubing sequence. The customer's blood glucose level was not impacted. A cartridge change was performed and insulin was observed dripping out of the cartridge tubing during the fill tubing sequence.